Event description:
It was reported that the tip of the instrument broke during use. No pt complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records did not identify any applicable nonconformance to specification. The inferior shaft is broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft and pin are missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event.